Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment difficulties were encountered the patient was being treated for bilateral iliac artery stenosis. Access on the right side was obtained via the right common femoral artery and left side was obtained via the left brachial artery. The minimal tortuous and 100% stenosed target lesions were pre-dilated with a 6x40mm unknown manufacture¿s balloon catheter on the right side and a 6x200mm unknown manufacture¿s balloon catheter on the left side. A 8x40mm epic¿ stent was planned to be deployed on the right side through right common femoral artery and a 7x200mm innova¿ stent was planned to be deployed on the left side through the left brachial artery. Deployment of the innova¿ stent was initiated via the thumbwheel and the stent deployed to around 25mm-30mm and deployment stopped. The thumbwheel rotation got damaged and the pull grip along with the arrow marker came out suddenly and the stent could not be deployed further. The handle of the stent delivery system was intentionally broken and the outer sheath of the tri-ax layer was pulled back but the stent could not be deployed further and the partially deployed portion of the stent started to retract and became slightly elongated. The stent delivery system along with the partially deployed stent was withdrawn to the point of the subclavian artery. The bilateral stenting was then completed by deploying both an epic¿ 8x40mm and 7x200mm non bsc stent from both the common femoral arteries. The patient was later sent for surgery to remove the innova stent. There were no further patient complications and the patient is in stable condition.